Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the injector advanced unusually slowly, and the lens haptic appeared to get caught on the blue plunger. As a result, the lens had to be cut out, and a new lens was opened and successfully implanted into the patient additional information indicated that the lens was implanted and subsequently removed during the initial procedure. There was no harm to patient.